Manufacturer narrative:
Sections d4 and h4: additional information - device expiration and manufacture dates. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established during this evaluation. Multiple attempts were made to obtain additional information regarding the reported outcome; however, no further information was able to be provided. Heartmate ii lvas, serial number (B)(6), was not returned for evaluation. The heartmate ii lvas IFU lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2014. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the account reported that the patient received a heart transplant on (B)(6) 2015. The information provided indicated that no alarms or functional issues with the left ventricular assist system (lvas) were reported in association with the event. Multiple attempts were made to obtain additional information regarding the reported transplant as well as the product¿s return status; however, no further information was provided by the account and the pump has not been returned to date. The heartmate ii lvas IFU, rev. H and the heartmate ii patient handbook rev. G are currently available. The patient received a heart transplant. Although no device related issues were reported, this IFU lists all potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24oct2014. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The clinical consultant (cc) was contacted in an attempt to acquire additional information. The response from the cc was that no additional information was available at this time.